Manufacturer narrative:
(B)(4). Concomitant medical products: item# 13-103208 taperloc por red/lat 15x150, lot# 804050; item# us157860 m2a-magnum pf cup 60odx54id, lot# 773080; item# 157454 m2a-magnum mod hd sz 54mm, lot# 043880. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-10697.

Event description:
It was reported during revision surgery head and stem were cold welded together. Physician explanted head/adaptor/stem. Delay in surgery greater than 30 minutes occurred. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Upon receipt, the head, taper and stem were stuck together. Visual inspection identified damaged to the taper, likely due to the hard strikes caused by the surgeon attempting to remove the stem. Visual inspection of the outer surface of the head identified scuffs and scratches. There was bio debris on the stem and the porous coating on the stem is peeling off. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 03311.

Event description:
No additional event information to report at this time.